Event description:
During a followup for the patient, this device had an error code and the device was in backup mode. This device is also at eri. This device remains implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device.the returned device data was inspected. The inspection revealed that the ICD activated the backup mode, because it detected invalid memory content on (B)(6) 2017 during an automatic signature check. The device data further showed that the ICD was re-initialized on (B)(6) 2017. Confirming the clinical observation, the device status after the re-initialization was eri. The amount of charge taken from the battery was verified and the battery condition eri was found to be as anticipated. There was no indication of a device malfunction. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In conclusion, the clinical observation resulted from an invalid memory content. The invalid memory content was automatically detected by the device leading to the activation of the backup mode. The ability of the device to deliver therapies is not affected by the safety mechanism. Based on the data available for analysis the root cause for the invalid memory content was not determinable. Therefore, it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation. There was no indication of a material or manufacturing problem.